Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. The customer was advised of components potentially needed to resolve issue, including the three-way solenoid valve. Customer is taking responsibility to correct/repair the device. Additionally, the manufacturer received information alleging the device failed the fio2 sensor verification test step during testing. There was no harm or injury reported. The fio2 sensor is used for monitoring purposes only and does not affect therapy. This test failure is not related to the reportable malfunction/issue test failure. The customer was advised of components potentially needed to resolve issue, including the system board and cable from board to fio2 sensor. Customer is taking responsibility to correct/repair the device.